Event description:
The customer reported unexplained high blood glucose of 453mg/dl. The caller was experiencing excessive thirst, dizziness, and nausea. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir, low battery, and no delivery alarms. The bolus history showed that the boluses were delivered properly with the corrective amount. Assisted the customer to run the fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to complete testing. The caller stated that the cannula was not bent or occluded. The customer still feels that the insulin pump was not functioning properly and requested a replacement of the device. During the call, the customer mentioned that she had a seizure due to low blood glucose and the paramedics were called to her home. The caller declined to continue testing since her glucose level was high at the time. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.